Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15675. It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead and left ventricular leads exhibited intermittent loss of capture. Programming changes were made and the patient will be monitored. The patient was stable.